Event description:
System error 2240 message appeared on the display of the home patient's homechoice machine during drain 2/3 of her automated peritoneal dialysis therapy. Per initial report, the home patient stated that her transfer set became disconnected. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.